Event description:
Medical affairs spoke to the reporter in 8/04 and obtained the following info: on the night of 2004, the pt was feeling dizzy and had frequent urination. Reporter tested their blood glucose and obtained a 25mg/dl. They knew that was a false reading and retested and obtained another low reading of 45mg/dl. They did not treat and decided to take them to the hosp, since the pt complained that they were starting to feel sick. Pt arrived in the ER within an hour and their blood glucose was taken on the ER meter and the result was 590mg/dl. They were treated with insulin and kept in the ER for two hours. Reporter does not recall what the reading was prior to the pt being discharged. They do not know what the pt's blood glucose was the morning of the incident. Pt tests their blood glucose twice a day and is on insulin. They no not know how much insulin they take or even if the pt had taken insulin that morning. Test strips were in good condition and not expired. Pt did not have control solution or a check strip to check the meter or test strips. The pt had not been cleaning the meter according to the owner's booklet. Cleaning the meter incorrectly can lead to false blood glucose readings. This case is being reported as an adverse event due to use error, since the pt was treated for high blood glucose at the hosp and their meter had been giving them false low readings.